Event description:
Bipolar impedances were greater than 10000 ohms on all combinations with the 0 electrode. No other clinical data were reported. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.